Event description:
A malfunction was reported on the customer's insulin pump, accompanied by a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy.